Event description:
It was reported that a patient treated with aveli presented with a seroma approximately one month post-procedure. An estimated volume of 20cc max in the left buttock was drained over several follow up visits. The area where the seroma was observed was reported to correlate with an area treated aggressively as the patient had several large dimples in one location.